Event description:
It was reported through clinic notes received on (B)(6) 2012, that the patient has a medical history of syncope. It is unclear at this time if the syncope is believed to be related to the patient's vns. Attempts for additional information are underway.

Event description:
Additional clinic notes were received on (B)(4) 2012 indicating that the patient had a medical history of syncope on (B)(4) 2012. The exact date of the diagnosis is unknown and attempts for additional information have been unsuccessful to date.